Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported they don't use the stimulator. Patient mentioned they were on abilify for their depression for several years and that was actually causing their back pain. Patient mentioned they had a failed scs the first time, it stopped working then they had a 2nd implant put in and that implant worked provided stimulation.  Patient did some deep research and found out that abilify causes back pain in about 10-15% of patients and they stopped taking it and their back pain went away. .